Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Answer : as yet there has been no conversation established with the surgeon. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 8/31/2023. D4: batch #261c04. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The staple retaining cap ensures proper staple orientation and protects the staple leg points during shipping and transportation. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 261c04, and no non-conformances were identified. Additional information received: the surgeon was firing across the small bowel at the time. The stapler firing knob only travelled half of the normal firing stroke distance before jamming and not advancing any further forward. Upon retraction of the firing knob, excess force was required to unjam and return it to the home position. Stapler formed staples approx. Half of the jaw distance. No significant bleeding due to staple deployment, however, malformed staples were witnessed. The surgeon had enough available length to resect the partially stapled portion of the bowel and form a new anastomosis with a new stapler. No additional precautions were taken post-op.

Event description:
It was reported that during a bowel procedure the surgeon was using a tlc75 in a bowel resection case. The device was assembled and fired across the bowel. The firing cycle was unable to be completed by the surgeon with the firing knob only traveling about half the normal distance. The device transected tissue but did not appear to staple, causing bleeding. It was noted by theatre nursing staff the stapler appeared to not be in a fully closed (parallel) position at the time of firing. A second device was opened and the transaction was completed with a tissue defect also being corrected.